Event description:
It was reported the patient is experiencing difficulty communicating the ipg with the charging system. A replacement charging system initially resolved the issue; however, the issue has reoccurred. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.